Event description:
It was reported that pump screen stayed dark and would not turn on even though customer tried multiple troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try different button presses and charging methods, confirmed that pump showed red light and regular vibrations, was advised to switch to multiple daily injections for backup insulin, and was provided a replacement pump with instructions to program settings, reconnect continuous glucose monitor, place malfunctioning pump in storage mode, and return it using prepaid label.